Event description:
It was reported that a patient underwent a CABG procedure on (B)(6) 2013 and suture was used. When the surgeon was dispensing the product, it was noted that the suture was kinked. A like device was used to completed the procedure. There were no adverse patient consequences.

Manufacturer narrative:
Date sent to the FDA: 06/12/2013.conclusion: loose suture was microscopically examined, dents were found through all the suture and memory was found caused by the stretching of the suture. Dents appear to be caused during handling. Force and technique use can cause suture stretch resulting in memory. Root cause cannot be determined. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.